Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended and patient wanted a magnetic resonance imaging (MRI) type of device. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.